Manufacturer narrative:
(B)(4). Date sent: 7/28/2017. Batch # m92a0f. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an hepato biliary (hpb) procedure, using harmonic ace +7 with a handpiece with two activations left kept giving message "two switch activations detected" and would not allow surgeon to continue. A competitive bi-polar was used to complete the procedure. There were no adverse consequences for the patient reported.